Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged there were alarms. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Date of submission (B)(6)2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: the pump history indicated the pump was in use until (B)(6)2018. Due to continued use of the pump by the patient after the complaint date, the information from the date of the complaint had been overwritten. On investigation, the pump was powered on an exercised for 24 hours without any alarms occurring. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.